Event description:
A customer contacted baxter's technical service center to report a leaking drain bag during therapy on the home choice (hc) machine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the customer on (B)(6) 2010 to ask if the sample was available or if the lot number was available from when she experienced the problem. The sample had been discarded and she did not know which lot was in use at the time. This complaint was not confirmed and root cause was not determined for a leak in the drain bag since no sample was available. A batch review was not completed since lot number was not available. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
It was reported via trial that during the right internal carotid artery stenting procedure, during advancement the recovery catheter was catching on the strut of the deployed acculink stent. The recovery catheter could not pass through the stent because of the stent strut angle and the wire bias against it, despite neck massage and manipulation. The recovery catheter was removed and another recovery catheter was used to remove the filter. There was no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.